Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the 2.5mm 15cm saber percutaneous transluminal angioplasty (pta) balloon could not fully revert to the original status. The balloon could not be deflated normally after re-inflating, taking more than 30 seconds to deflate. The balloon was eventually removed intact after being partially deflated. There was no reported injury to the patient. The device was stored at room temperature and away from light, in accordance with the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The intended procedure was for arteriosclerosis obliterans of the lower limbs, with a mild calcified lesion, mild vessel tortuosity, and 80% stenosis. The device was not used for a chronic total occlusion (cto). The same indeflator/inflation device was successfully used with other devices during the procedure. The saline/contrast ratio had no dilution of contrast medium. The catheter was never in an acute bend. The device was returned for analysis. A non-sterile ¿saber 2.5mm15cm 150¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, the device does not present any damages or anomalies. The balloon arrived deflated with evidence of previous inflation as the balloon was not pleated. No other outstanding details were observed. Functional testing was performed, an inflator/deflator device was attached to the inflation port and positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon was inflated and remained steady. Next, negative pressure was induced and the balloon deflated as expected, with no delays. The reported ¿balloon deflation difficulty partial/slow¿ was not confirmed through analysis of the returned device. The exact cause cannot be determined. The device passed functional analysis as the balloon was inflated/deflated with no burst or leaks noted and without any issues noted to the balloon. Based on the information available for review and product analysis, user error (user did not dilute the contrast media with saline) likely contributed to the issue experienced as there were no issues noted to the balloon. A higher viscosity of contrast media can contribute to a slower than normal deflation time. Listed in the warnings in the instructions for use, ¿use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the information available, nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 2.5mm 15cm saber percutaneous transluminal angioplasty (pta) balloon could not fully revert to the original status. The balloon could not be deflated normally after re-inflating, taking more than 30 seconds to deflate. The balloon was eventually removed intact after being partially deflated. There was no reported injury to the patient. The device was stored at room temperature and away from light, in accordance with the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The intended procedure was for arteriosclerosis obliterans of the lower limbs, with a mild calcified lesion, mild vessel tortuosity, and 80% stenosis. The device was not used for a chronic total occlusion (cto). The same indeflator/inflation device was successfully used with other devices during the procedure. The saline/contrast ratio had no dilution of contrast medium. The catheter was never in an acute bend. The device will be returned for evaluation.

Event description:
As reported, the 2.5mm 15cm saber percutaneous transluminal angioplasty (pta) balloon could not fully revert to the original status. The balloon could not be deflated normally after re-inflating, taking more than 30 seconds to deflate. The balloon was eventually removed intact after being partially deflated. There was no reported injury to the patient. The device was stored at room temperature and away from light, in accordance with the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The intended procedure was for arteriosclerosis obliterans of the lower limbs, with a mild calcified lesion, mild vessel tortuosity, and 80% stenosis. The device was not used for a chronic total occlusion (cto). The same indeflator/inflation device was successfully used with other devices during the procedure. The saline/contrast ratio had no dilution of contrast medium. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.